Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their teeth are crooked. The patient said that their bottom aligners haven't ever fit well, and their teeth are more crooked on the bottom than before this new kit was even sent. The patient said that they had to trim every single upper aligner because their gums were inflamed and bleeding. It's pushing their teeth forward and they are almost as bad as they were when they started last year. It was also noted by the clinical support assessment team that the patient aligners are showing large airgaps now than the patient had previously been assisted with fit issues in aligners and gum tissue concerns.